Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the laparoscopic pancreatectomy procedure, the device was broken and fell into patient's cavity when the surgeon fired it. Another reload did not fit onto the adapter. It was tested on both a manual and powered handle. The surgeon retrieved it and a new reload was opened to complete the procedure. No patient injury has been noted. The return status is unable to be determined.